Manufacturer narrative:
Product event summary: the data files showed at least 12 applications were performed with balloon catheter, 2af283 with lot number 46530, without any issue on the date of the event. Clinical issues were encountered during the procedure. There is no indication of relation of adverse event to the performance of the cryo device. The mapping catheter, 2ach20 was not returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, hypotension was noted followed by a tamponade. Pericardiocentesis was performed. The case was aborted. The patient¿s hospitalization was extended. No further patient complications have been reported as a result of this event. It was further reported that the patient is well and scheduled to be released from the hospital.